Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with dizzy spells. It was noted that the ventricular lead exhibited high and intermittent thresholds. The device had been only intermittently capturing. The patient had an underlying rhythm of complete heart block with a slow ventricular escape. The lead was not sensing the escape beats. The physician suspected potential lead dislodgement. The lead was confirmed to be dislodged via x-ray. The lead was capped and replaced on (B)(6) 2019. The patient was stable.